Manufacturer narrative:
Correction for d10: review of this MDR shows that there is no information to reasonably suggest that the device in d10 of this report may have caused or contributed to a death or serious injury or that the device in d10 of this report has malfunctioned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1v61l product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the reason for the call was to report that the therapy wasn't helping with symptom control. The patient said that it helped at first however the patient stated they have muscular dystrophy so things sometimes worked and then quit working. When asked, the patient said they didn't recall how many months therapy helped before they noticed that it wasn't helping anymore. The patient said that they received some error message however they didn't recall which message it was anymore. The patient said that the implant was removed about 4 years ago and the doctor told the patient that they left the leads in because there was scar tissue over them. The patient said that they needed an MRI of the spine and was told by MRI facilities that the patient can't have an MRI with the lead left in their body. Reviewed MRI guidelines with the patient. The patient was redirected to their healthcare provider to further address the issue. The patient said that their physician left that clinic however they would contact that clinic. Later in the call patient said that the surgery took place on (B)(6) 2019. An email was sent to patient registration regarding the removal of the ins.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va1v61l, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 01-oct-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.